Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite ceiling and found loose and damaged ceiling construction of the flexmove system. Although ceiling strength could be a contributor and concluded that the system design is a bigger contributor to the carriage failures. Upon technical investigation, the results identified a design issue. The device will be operational after the fco will be completed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screws were loose on the lateral carriage of the flexmove ceiling suspension. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.